Manufacturer narrative:
A ge representative discussed the reported problem with the site and based on this discussion determined that the issue was a function of the positioning of the test equipment. Reviewed positioning requirements identified by the manufacturer with the customer contact. The customer contact adjusted his test equipment to match that prescribed by the manufacturer and the system was found to be within specification.

Event description:
Received information that the 2800 system was over the dose limit for radiation. No patient injury reported.